Event description:
It was reported that the ventilator shut down while connected to a patient. It is unknown if the ventilator alarmed when the reported problem occurred. No reported harm to the patient.